Event description:
It was reported that on (B)(6) 2021, patient underwent for a surgical procedure. During the surgery, the drill guide would not even fit in at the tip of cutting guide holes. Also, the mandible models did not have the dye as you mentioned they forgot to put the dye in. Thank god the surgeon did not mind. The surgery was completed with 30-minutes delay. There was no patient consequence reported. Concomitant device reported: unk plates: cmf (part# unknown; lot# unknown; quantity: 1). This complaint involves unknown number of devices. This report is for (1) unknown - drill guides. This is report 2 of 2 or complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - drill guides/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.